Event description:
A surgeon reported that upon implantation of an intraocular lens (iol), she noticed that there was a white particle on the lens so she removed and replaced it with the same model lens. The surgeon was unsure if the white particle was due to the lens or caused by other drugs she is "trialing" on this patient. She reported the patient's history included a previous trabeculectomy and participation in a hospital trial. In a follow-up, the surgeon clarified that two days following iol implant surgery, the patient presented with loss of vision (va is hand movement) and anterior chamber/vitreous reaction. She reported that differential diagnosis included: endophthalmitis and allergic reaction to intravitreal/intracameral medications or irrigation fluid. She reported that a vitreous tap [culture] was done which did not grow and organisms. She reported the cause of vision loss is possibly due to the intravitreal injection causing a sterile uveitis. Additional information has been requested. There are two medical device reports associated with this event. This report is for the second lens that remains implanted.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause cannot be determined. Additional information has been requested. (B)(4).